Event description:
Info from the consumer received jan 2002: consumer called reporting having experienced extreme pain and difficulty of walking after their second shots of hyalgan in both knees. Indication for hyalgan injection was unclear to the reporter. Consumer stated they definitely do not have osteoarthritis because they took tests for that not too long ago and they came up negative. Consumer stated that they are "markedly obese" and this is another reason they know they do not have osteoarthritis. Therapy dates were not reported. Consumer stated that they originally received one shot in left knee; 2 weeks later, they received another shot in right knee. Consumer experienced slight discomfort after the first injections. After the second injections in both knees experienced excruciating pain in left knee. They described it as feeling like a knife going through them. The consumer made it sound like two weeks passed betwen their first and second shots, however they did not outright say that. Consumer received a cortisone shot jan 2002, which did help to take out the "stabbing" pain. Consumer also used a heating pad, which also helped. They stated their physician put them on one-week bed rest. Consumer is not allergic to poultry and is an ex-athlete (sport not specified). The consumer is seeking reimbursement. They also wanted to make sure MFR knew that they "had to take off to work for this" and they "hope we can work something out". Lot numbers provided were: 055000. 070500 and 072300. Consumer is not sure which of the lots they received. They have 6 units left. Call was placed to physician and a message was left. 2002 MFR received callback from the physician who stated that the pt did indeed experience an adverse event to hyalgan. Consumer received 2 shots in left knee as well as two shots in right knee. He stated that this was the first time he had seen an adverse reaction to the hyalgan.